Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "cyst¿ deemed not device related and "breast pain". Later, healthcare professional reported "implant ruptured" and "there was obvious gel bleed within the capsule". This record is for the right side. Device was explanted and discarded.